Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient last used stimulation two weeks ago and last recharged 1-2- days before that. The reported was having coupling issues. When the antenna locate feature was used a power on reset (por) occurred and the caller was able to recharge. Additional information has been requested.